Event description:
A patient was implanted with a plate and screws. On (B)(6) 2013, the patient fell and broke the right distal femur plate through a screw hole. The patient was returned to the operating room on (B)(6) 2013, for removal of the plate and screws and revision to a retrograde nail. This report is #1 of 2 for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional codes: hrs, hwc. The manufacturing documents were reviewed and no complaint related issues were found placeholder.